Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set incorrectly remained in the body of the patient. The cannula has been removed from the body without any medical assistance. The patient noted the defective cannula just after the insertion.